Event description:
It was reported that a patient had a hernia repair procedure in 2011 and mesh was used. The patient experienced purulent drainage at the incision. Several months after the surgery it was noted that there was a hole in the incision and the patient had an infection. During 2012, the patient had a second procedure to remove the mesh. The patient reports the mesh had become wrapped around blood vessels and nerves. He required a partial vasectomy to restore blood flow to his left testicle. No further information is available.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4) - this medwatch report is being voided as it is a duplicate of medwatch # 2210968-2011-00743. Please see medwatch report # 2210968-2011-00743 for all information regarding this event.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.